Event description:
While suturing the line in place, the catheter broke just under the hub. Dr. Was able to hold the catheter in place and float a new guidewire in the catheter, and subsequently changed the catheter over the wire. The patient experienced no complications from the problem.